Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address vertical malpositioning and loosening of the cup. Infection was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-open

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/17/2014- pfs and medical records. Received. This complaint is now legal. Pfs alleges pain. A correct doi was provided and this complaint is for the left hip. After review of the medical records for MDR reportability, the revision operative note indicated synovitis, loose/malpositioned cup. Two screws are being added to the complaint. The liner had disengaged from the cup. The head was bordering on subluxation, but it wasn't confirmed. Infection was previously alleged, but was never confirmed via the revision operative note. The surgeon did placed antibiotic beads as a precaution. There was no osteolysis noted. There is no new additional information that would affect the existing MDR decision.